Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room. The field representative arrived to check the patient's system and witnessed the patient passing out and hitting their head. Device interrogation indicated that a lead safety switch had occurred. Rv noise was noted which caused pacing inhibition of approximately two seconds. Complete loss of capture was confirmed when the device was programmed to bipolar. An x-ray was unremarkable. The lead was explanted and returned for analysis. During explant, it was noted that the lead helix would not retract after multiple turns. Once slack in the lead was removed, the helix retracted all at once. After this, the helix was inoperable.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured approximately 18 cm from the is-1 end. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
This report is being filed to submit results of lead analysis.